Event description:
The patient has pain at night. At first the patient realized the pain was from her being still swollen from the surgery and did not expect the ins would relieve all of her pain. The patient felt excruciating intense cramping pain, like labor pain, at night. The pain seemed somewhat different and more intense than before the implant. During the day, it was not too bad. The patient was a stomach sleeper and she does not feel much stimulation at night. The patient only feels stimulation when she first goes to sleep but then at some point, the stimulation would stop and she would start feeling pain. The patient was not sure if she felt it during the first few days after the implant but it was not very long after implant, that it started. At eight weeks after implant, the patient was reprogrammed so she felt stimulation at night on her stomach. Three other programs were given to the patient and she has tried all of them. The patient went to her health care provider (hcp) today. Up until yesterday, the patient has only seen the company representative and nurse regarding her pain. Today the patient finally talked to her hcp and he answered her question about the pain at night. The hcp said most people are not stomach sleepers because she sleeps on her stomach it pushes the wires forward closer to the spinal cord and that was what was causing the pain. The hcp recommended that the patient not use the therapy at night since she sleeps on her stomach. The patient was going to try it tonight. Last night the battery was out of charge and the patient did not have the stimulation on and she had her normal pain at night which did not wake her up. The patient has not had a night sleep in weeks because it was so painful. Additional information has been requested.

Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger. (B)(4).